Event description:
During an atrioventricular nodal reentry tachycardia (avnrt) procedure, it was reported that the stocket foot pedal did not turn off during ablation. The foot pedal was replaced and the case was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4).